Event description:
It was reported that high lead impedance issue was observed on the lead. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.